Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not release from the operation site after firing. The surgeon removed the device with manipulation. The hosp has reported that no pt injury occurred.